Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish, that the issue investigated herein is the first case registered on 86-series devices, in which an unexpected steam leak from the parts facing the user occurred. Fortunately, the event has not resulted in serious injury or worse. The device involved in this event is one of the washer disinfectors ¿ 8666. The unit was manufactured on 17th april, 2008 and installed on 29th august 2008. When the event occurred, the getinge device was directly involved. It appears to have met its specification, as no technical malfunction was found on the device. Upon the event occurrence the device was not being used for patient treatment. The information collected to date and as a result of the performed investigation allowed us to establish that the device alarm occurred due to the dryer fan fuse cutting power. The failure was displayed on the device¿s user interface display and caused the use cycle to be aborted. The dryer fan fuse engaged because the dryer got too hot. The devices¿ manual is instructing the operator which actions should be performed if such error displays during the cycle and those activities require calling the service personnel before any activities related to the unit opening. When the issue occurred, the device most likely met its specification, because the safety mechanisms worked as intended. When the issue occurred, the device was directly involved, however it was not used to the patient¿s treatment. In summary, the most likely root cause of situation occurrence is related to a failure of the user to follow the use instructions, as provided by the user manual. As the device had no mechanical malfunction and was returned to the usage, and as this does not appear to be a common issue in overall use, we currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturer.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 26th august, 2019 getinge became aware of an issue with 8666 washer disinfector. As it was stated, a lot of moisture was released after opening of the door due to alarm. There was no injury reported however we decided to report the issue based on the potential as unexpected steam or vapor leak from parts available for the user may lead to serious injury or worse.